Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2020, the date bsc was first made aware of the event, as no event date was reported. Block e1 initial reporter address 1: (B)(6). Block h6: device code 1536 captures the reportable event of carrier failed to retract. Block h10: only a capio device was received and no deployment suture. A visual examination of the returned capio slim device revealed that there were no issues noted with the catch and carrier. There were no issues noted with the handle, the shaft and the head tip. The 10 riveting pins were in place. A functional analysis was also performed and revealed that the suture dart was loaded into the carrier and was properly positioned in the carrier. The tip of the dart did not protrude from the capio device tip. The suture was gently pulling down and was held firmly in place. The plunger was fully depressed in one continuous motion, and the dart penetrated into the cage without any issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the analysis of the returned device, the alleged complaint of carrier retraction problem could not be confirmed as no issues were noted with the device testing during device analysis. Therefore, the investigation concluded that the most probable cause for this event is no problem detected. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a tension-free vaginal mesh procedure. According to the complainant, during the procedure, the carrier failed to retract inside the patient. Reportedly, there was no issue noted during the inspection prior to use. The procedure was completed with another capio slim device. There was no patient injury reported as a result of the event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020, the date bsc was first made aware of the event, as no event date was reported. Initial reporter address: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a tension-free vaginal mesh procedure performed on an unknown date. According to the complainant, during the procedure, the carrier failed to retract inside the patient. Reportedly, there was no issue noted during the inspection prior to use. The procedure was completed with another capio slim device. There was no patient injury reported as a result of the event.